Manufacturer narrative:
Testing of actual/suspected device: a supplemental report will be submitted upon receipt of repair information. The initial reporter named is a getinge employee. The point of contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) encountered the reported issue during a preventative maintenance (pm). The fse replaced the safety disk to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.